Manufacturer narrative:
Findings: pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window, cracked and bleeding lcd glass. Unable to perform the operating currents measurement, self test, error test, displacement test, prime test, occlusion test, rewind, basic occlusion test and no delivery test due to lcd glass anomaly.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. Customer cannot see the full screen of the device. The customer's blood glucose level was 134 mg/dl at the time of the incident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, and a cracked and bleeding lcd glass. Unable to perform the operating currents measurement, self test, unexpected restart, displacement, prime, occlusion, rewind, basic occlusion and no delivery alarm tests due to the lcd glass anomaly.